Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support advised to calibrate the o2 (oxygen) relay and if that does not work the to replace the gde (gas delivery engine). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator unit when set to 100%, it is delivering 80%. Furthermore, there was no patient involvement associated with the reported event.